Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
He had used the product before and was satisfied with the way it held up. However, the last guard had come apart after only a month. After waking up in the guard was still on his upper teeth but the lower layer had separated and was loose in the back of his mouth. It shouldn't have come apart this soon.